Event description:
It was reported that that the patient presented for follow-up. An interrogation of the device revealed false high ventricular rate and noise reversion episodes. The episodes were caused by over-sensed noise exhibited by the right ventricular lead. No interventions were made. The patient was stable.